Event description:
On (B)(6), 2011, the doctor alleged that cavicide was sprayed by him on the patient's dentures which were later placed in the patient's mouth causing the patient's mouth burn and sores to form.

Manufacturer narrative:
The patient developed labored breathing, difficulty in swallowing and a large ulceration in his mouth. The doctor advice him to go to the emergency room, but the patient declined. Instead the doctor sent him to the pharmacy for some benadryl and requested he take it as soon as possible. The patients felt better after taking benadryl which quickly solved the airway distress and relieved the difficulty swallowing. The doctor had advised the patient to rinse his mouth out with baking soda and him soak his denture in a solution of baking soda overnight as well to remove any possible residues from the cavicide. The doctor contacted the patient in the morning and the patients indicated he was feeling fine. The technical representative informed the customer that this product is not indicated for the use in the manner he was using it and should not do so anymore. This incident is considered MDR reportable. Product not provided by customer.